Event description:
The customer's blood glucose was unknown. It was reported that the customer stated that she did not use her supplies correctly. The customer stated that she did not know how to do an infusion set change and went through seven reservoirs becuse there were bubbles in the reservoir. The customer stated that she threw away all the reservoirs and that someone was going to train her how to properly use them tomorrow. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.